Event description:
The pt reported no longer hearing after falling and hitting their head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.